Manufacturer narrative:
Product event summary: the data files were returned and showed a system notice unrelated to the clinical adverse event reported. The sheath was not returned. A known clinical adverse event occurred during the procedure.

Event description:
It was reported that during a cryoablation procedure, during replacement of the balloon catheter, bleeding occurred at the puncture site as the account attempted to remove the catheter from the sheath. Hemostasis was performed by suture. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.